Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported pain; however, provided information stated poor device alignment was a contributing factor. No evidence was found suggesting product error was a contributing and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of pain. The surgeon didn't like the alignment of the tibial and femoral components.